Manufacturer narrative:
On 26apr2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. Batch 51119 for sample (B)(6) ran at 1552 using r716 and 221619 echo interpreted all cells as negative. Visually cells 1 and 3 are negative cell 2 appears visually positive cell 2 of r716(e+, e-,jka-, jkb+) the pi lab confirmed the reactivity of the jkb antigen on cell 2 of retention capture-r ready-screen (3), lot r716, on the echo, using retention capture-r ready indicator red cell, lot 221619 and anti-jkb, lot 615006. Controls performed as expected and all cells exhibited the expected reaction. Retention performed as expected. The customer was informed of technical communication (B)(4) which states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal. Customer was advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screen when testing with capture-r ready screen 3 (crrs3) lot r716 on a galileo echo instrument. An anti-jkb was later identified.